Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using two proglide devices after an interventional ablation procedure using an 8f sheath. Reportedly, the operator skipped a step in the deployment process of the first proglide. Instead of depressing the plunger, the plunger was pulled. A second proglide was attempted; however, when harvesting the suture, the suture came out of the anatomy with the knot intact. Guide wire access remained and a third proglide device was successfully used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.